Event description:
An (B)(6) male with a previous history of lung disease, underwent aaa repair on (B)(6) 2007. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. A type ii endoleak was confirmed but the physician decided to conclude the procedure and observe the endoleak through follow-up. The pt did not show any post-procedure symptoms. On (B)(6) 2009, at a follow-up examination, it was confirmed that the graft had migrated 13 mm downward. On (B)(6) 2009, the lumbar artery was embolized by n-butyl cyanoacrylate to treat the type ii endoleak. A type 1 endoleak was not present, thus no further procedure was conducted. The pt has shown recovery.

Manufacturer narrative:
(B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use. Contraindications, warnings and precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; device sizing; routine patient monitoring. Additionally, the IFU states that undersizing the graft could lead to incomplete sealing which may increase the risk of migration. A root cause for the alleged migration cannot be determined at this time. It should be noted that the physician commented, "fortunately, no endoleak occurred but the graft has migrated for 13 mm, which is terrifying. Undersizing of the length and diameter of the main body may be the cause of migration." Without the original and current imaging to obtain vessel diameter and other anatomical factors, the above statement cannot be definitively concluded at this time. However, if a device is undersized, the risk of migration may increase. Per the IFU, a main body diameter of 26 mm such as this device, the intended vessel diameter should be 22 mm. We have notified the appropriate individuals and we will continue to monitor for similar complaints.